Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction, ischemia and death, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it's own brand labeling of abbott vasculars drug eluting stent in the u.s.

Event description:
It was reported that during the index procedure on (B)(6) 2010, a drug eluting stent was implanted. On (B)(6) 2012, the patient was rehospitalized with recurring ischemic symptoms and potential myocardial infarction. Cardiac enzymes and an echocardiogram were performed. On (B)(6) 2012, the patient expired due to cardiac arrest. No additional information was provided.